Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2021, the patient underwent a right knee revision with tibial insert exchange to address pain and instability. There was noted to be some poly wear on the retained patellar component. The surgeon noted when attempting to flex the knee up, a patellar tendon avulsion occurred which avulsed a fair portion of the extensor mechanism off the tibial tubercle. The area was protected for the rest of the procedure and repaired with two sutures.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Right knee revision to address instability and avulsion of the patellar tendon as mentioned on main complaint (B)(4). Date of implantation: unknown (2019). Date of revision: (B)(6) 2021; (right knee). Treatment: the tibial insert was revised and patellar tendon repaired.